Event description:
A complaint was received involving an apifix spinal system implanted in a patient. On (B)(6) 2026, during post-operative follow-up, a broken mid-c rod component of the system was identified. The device issue was associated with a ratchet malfunction, which may have contributed to the component failure.